Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrogram showed right ventricular (rv) lead oversensing. In addition, the lead triggered a lead integrity alert (lia) for high rates non-sustained and sensing integrity counter (sic). It was noted that there had been a recent rapid rise in sic and a rise in pacing impedance. A lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high impedance. Under fluoroscopy and at the lead replacement procedure the lead was found to be twisted up. The lead was capped and replaced.